Event description:
(B)(4). At the time I had hypoglycemia and malabsorption. Hence vitamin and iron supplements. Dr recommended ablation to prevent excessive bleeding during menstruation because of my anemia. The referred doctor requires permanent birth control for safety with ablation . So he planned on implanting the essure at the same time.